Event description:
During the procedure the laser fiber broke off inside the patient. The broken piece was removed from the patient's bladder, however, the surgical staff were not able to secure the broken piece of laser fiber when it was removed and it was lost in the patient's drapes. The piece was very tiny, clear, and transparent. The piece not able to be detected by xray. The main piece of the laser fiber was secured into a collection bag.